Event description:
The device was involved in an incident involving a patient. The physician who was present when the reported incident occurred was contacted in 2005. The physician informed integra that while the surgeon was drilling, the torque knob released and the patient's head fell onto the "crossbar". The patient received 2 lacerations, each about 2 cm in length, and both were sutured closed. The physician further stated that nothing was done differently from previous procedures performed at the user facility. Reusable adult skull pins were used.